Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from electrical connector. Lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the light guide lens and light guide lens glue had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding that the grip had a scratch, switch box had a scratch, water tightness was lost due to deformation of electrical connector guide pin, sheet holder unit had corrosion due to water leakage, distal end had discoloration, connecting tube had a wrinkle, parts needed to be replaced due to annual inspection, adhesive around objective lens had discoloration, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.